Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the lead was explanted and replaced for a fracture as evidenced by noise that led to the exhibited oversensing and also inhibition. Reprogramming of the lead sensing vector until replacement still resulted in noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed there was a flex fracture of the distal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 407645 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Evaluation in the office was able to recreate noise with palm presses. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.